Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.5 hardware: iphone15.4 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 461 mg/dl while wearing the pod between 36 and 48 hours. The adhesive completely separated from the infusion site (location not specified) causing the cannula to dislodge. The patient experienced hyperglycemia. There were no errors, however an alarm sounded. The patient confirmed that the pink slide did move forward. However, the patient was unsure whether the cannula actually inserted into the skin. It was not known for certainty whether there was insulin leakage. There was no confirmed redness or swelling at the insertion site. The cannula appeared flattened upon removal. No treatment was reported.